Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: catheter. Analysis of the pump identified no anomalies. Analysis of the catheter found that there was a kink observed in the catheter body, there was a malformed seal on the sutureless connector of the catheter, and that there was damage to the transition tube on the catheter body. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer for analysis.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving gablofen (unknown dose and concentration) via an implantable pump for intractable spasticity and cerebral palsy. The event date was (B)(6) 2017. The managing doctor believed that the catheter was not patent, therefore it was replaced, there were no factors that may have led or contributed to the issue. It was noted that a dye study was performed and the catheter appeared patent. At the time of this report, the issue was resolved, patient status was ¿alive- no injury¿ the explanted catheter was to be sent back for analysis. The pump was also explanted. There were no symptoms reported. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.